Manufacturer narrative:
Philips has investigated this complaint. According to the additional information, they tried shutting down the system and it took a long time to shut down. As it was booting up second time not producing any video on monitors in examination room. Philips field service engineer (fse) inspected the system onsite and confirmed that the system was not booting up. To resolve the issue philips service engineer changed out the component of the pc. The functionality of the system has been tested and the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system was not booting up. The system was not in clinical use. No harm has been reported to philips. We are conservatively reporting this event as the investigation is ongoing. A follow up report will be submitted when further information is received.